Event description:
It was reported that the keypad buttons were unresponsive and the keypad was damaged. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the 'up' arrow button was found to be unresponsive. No physical damage was found to the keypad. The keypad was removed and contamination was observed under the up button contact. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the 'up' arrow button was found to be unresponsive. No physical damage was found to the keypad. The keypad was removed and contamination was observed under the up button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.